Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt complained that the ins, which was implanted abdominally, hurt "when moving or touching it." The ins was explanted because the pocket seemed to be "inflamed". The neurosurgeon who removed the ins stated that one of the two sutures to the fascia had been detached. The physician stated that the ins and extensions were hanging on by only one suture. It was reported that the ins was not returned as "it was fully working when explanted." No further description of the device was provided. Additional info was requested but not available at the time of this report.